Event description:
Physician was inserting a small fragment screw and it broke. Two or three threads and the head of the screw were removed but the remainder of the screw was left in the pt's right acetabulum.